Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dislodged stent embedded in unintended site. Device issue: stent dislodgement. It was reported that the target lesion was in the mid-rca, with inferior takeoff, moderate tortuosity and heavy calcification. During the procedure, the xience stent came off the delivery balloon and dislodged in the pt. The stent was embedded into the artery wall with another xience stent with no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Stent dislodgement can be influenced by many factors. The pt anatomical condition was described as moderately tortuous and heavily calcified in the case details, which may have contributed to the dislodgement. There was no damage reported after removal of the sds from packaging or after preparation, suggesting the stent dislodgement was likely the result of the procedure. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. In this case, the pt anatomical condition likely contributed to the stent dislodgement; however, a definitive cause cannot be determined. There are no indications of a product quality deficiency.